Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Although the part number is unknown, the prostyle instructions of use (IFU) were reviewed and the patient effect of hematoma is listed as a potential adverse event associated with use of the suture mediated closure devices. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an interventional thrombectomy and angioplasty procedure with an 8f sheath. Reportedly, steps 1 and 2 were completed. However, when the plunger was pulled during step 3, it became completely disconnected from the rest of the device [suture break]. A second perclose device was used and an unspecified failure occurred. A third perclose was used successfully to achieve hemostasis. Visible bruising was noted [as a result of the failures] and manual compression was used to treat the bruising. There was no reported clinically significant delay in the procedure or therapy.